Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since leadless implantable pulse generator (ipg) implant, the patient has not been improving or feeling well. They also report that their heart rate is running bradycardic, with, "deep fluctuations in pulse." The leadless ipg was reported tohave had, "no pacing from the last visit." The leadless ipg remains in use. No further patient complications have been reported as a result of this event.